Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump had alarmed battery out limit after the battery was changed. Customer's blood glucose was unknown. Customer was able to clear the alarm and stated the battery change didn't take longer than a miniature or five. The device had alarmed multiple times battery out limit. Customer was advised the device needed to be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with normal operating currents. No unexpected battery out limit alarm was noted. The pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.